Event description:
Additional information received reported that the patient was still having concerns regarding their device but had an appointment (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the dbs (deep brain stimulation) had been turned off due to damage. The lead was damaged. It was stated that the patient thought the lead had a scratch and "she wasn't sure why they implanted a damaged lead."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device batteries remained off and the patient was to see her doctor to rule out medical issues that were causing her symptoms. It was noted that it did not seem that the patient¿s symptoms were secondary to the implantable neurostimulator systems.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in no need of deep brain stimulation (dbs) therapy was not needed anymore after the thalamotomy. It was noted that the patient was no longer having tremors and the devices were turned off before the procedure. It was noted that the patient was doing well until she started retaining urine. It was noted that the patient was seen in the office and her dbs system was determined to be on. It was noted that the amplitude was turned to 0 and off. It was noted that the patient also complained of shoulder pain. It was further noted that once the system was turned off the symptoms resolved. It was noted that the device was interrogated in february 2013 and found to be functioning. It was noted that no issues were found. It was noted that they had no information about the "scratch."

Event description:
It was reported that while stimulation was turned on, the pt had difficulty emptying her bladder. There was no known accident or incident related to this complaint. The pt reported her system had been damaged for yrs and wanted the batteries removed. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-07731.